Event description:
There was an allegation of a questionable sodium electrode result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 150.3 mmol/l (flagged). The repeat result was 143 mmol/l (flagged).

Manufacturer narrative:
The electrode lot number was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) installed shim tape to ensure proper alignment and stability of the hardware, and thoroughly cleaned the mixing vessel to ensure a homogeneous sample mixture. The issue was attributed to mechanical instability and contamination within the ise module. The investigation determined that the service actions resolved the issue.